Manufacturer narrative:
The complaint of a break in the catheter was confirmed and was found to be use-related. The returned product was one incomplete 4fr groshong PICC. The returned segment included the distal tip and was 55.8cm long. Other components or segments were not returned. The proximal tip exhibited a straight surface. Microscopic examination of the proximal tip of the catheter revealed striations typical of a scissor cut infusion through the catheter revealed no defects in performance. No tensile weakness was found in the catheter. The evidence found in the sample revealed it had been cut with a sharp instrument. The IFU states: "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.

Event description:
It was reported that 12 days after the catherization, there were no PICC catheter on the exposed part of the patient and only the connecting part of strain relief sleeve was left during PICC drug changing. Immediately had x-ray to confirm the catheter location. The catheter had fallen into the body. Removed the PICC catheter by PICC capture method in the cardiac catherization room.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bards. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The manufacturer has received the sample and will be evaluated. Results are expected soon.